Event description:
Study (B)(6). Recurrence of hernia epigastric. Relationship to device: unknown/impossible to determine. Patient male, (B)(6). Patient refuses surgery. During this visit diagnosis of hernia was unclear, CT scan on (B)(6) 2014 confirmed hernia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4).